Manufacturer narrative:
Additional information received at smiths medical 01-aug-2021: no patient involvement with these pumps. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing. The customer stated problem was not duplicated, however random downstream occlusion sensor error alarms were found in the device ehl (event history log) review. Replaced the dso sensor for preventive measure. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed downstream occlusion and would not calibrate. No adverse effects were reported.